Event description:
Our international affiliate reported that an ophthalmologist returned a contact lens case for use with 3 percent hydrogen peroxide system with solution in it that was 'contaminated'. The reporter stated that the patient was compliant.

Manufacturer narrative:
Evaluation of the contact lens cup is not yet available.